Event description:
A report was received that the patient was experiencing pocket discomfort, and the patient¿s lead displayed high impedance readings. The patient experienced weight loss, and a non-device related fall. The physician does not know if the pocket site discomfort was caused by the weight loss. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.